Event description:
It was reported during a training/demo that error 319 was detected and the intuitive surgical, inc. (Isi) field service engineer (fse) requested a log review. Error 319 is from node 180, which is the axes controller, carriage (acc) point on universal surgical manipulator (usm) 1. No patient was involved with this complaint. Raining, the customer contacted intuitive technical support engineer (tse) to report error 319 on universal surgical manipulator (usm). There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform where fiber test was found to be failing on rolling loop fiber. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the rolling loop fiber assembly was found to be the probable root cause of the reported event.